Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The sample from (B)(6) 2015 was submitted and the customer's results were reproduced. A specific root cause could not be identified as insufficient sample was available for further investigation.

Event description:
The customer received questionable thyroid results for two samples from one patient from cobas e601 serial number (B)(4). (B)(4). Sample 1 free triiodothyronine (ft3) result was 6.46 pg/ml. The repeat result by chemilumi acs-ft3ii (siemens) was 3.6 pg/ml. Free thyroxine (ft4) result was 2.44 ng/ml. The repeat result by chemilumi e-ft4 (siemens) was 1.5 ng/ml. Sample 2 collected on (B)(6) 2015: ft3 result was 5.96 pg/ml. The repeat result by e test tosoh ii (ift3) was 3.02 pg/ml. Ft4 result was 2.65 ng/ml. The repeat result by e test tosoh ii (ft4) was 1.70 ng/ml. Information concerning which result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided.